Event description:
It was reported that a patient under went a laparoscopic hysterectomy in 2007, during the procedure, the core guard from the hand piece fell off in the patient. The surgeon was able to retrieve the core guard. The case was successfully completed with another hand piece with no patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/12/2007.conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.